Manufacturer narrative:
E1: telephone extension (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that there was a crack at the bottom of the burette which resulted in leakage. There was patient involvement but no patient harm. That the event was noted during infusion but the involved solution is unknown.

Manufacturer narrative:
D9 - date returned to mfg on 12/18/2023. A photo was provided showing the bottom of the burette as the area of leakage. A drop of fluid was visible. Received one used 142730490 plum 150 ml burette set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was leakage from the bottom of the burette. Evaluation of the bond under uv light showed insufficient solvent coverage. The reported complaint of leakage can be confirmed. The probable cause is due to a manual assembly error in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.